Manufacturer narrative:
The investigation into the controller error data has been completed. The impella automated controller was returned for investigation. The data log reports revealed controller error (defective optical sensor lamp ¿ event set #1039) was triggered upon multiple power cycles in the clinical setting. The returned console was inspected and tested on an engineering laboratory bench. The failure mode was not reproduced in the original console condition. The optical system was thoroughly inspected and tested. The ferrule at the blue pump connector was contaminated enough to warrant replacement. Theoretically, contamination on the pump connector ferrule can cause less light back reflection and trigger the controller error (1039) due to less than 0.75v of light 5s parameter. This was proven by intentionally contaminating the pump connector ferrule and triggering the controller error. The root cause was not determined due to the inability to reproduce the controller error in the original console condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.